Manufacturer narrative:
Weight - unk. Ethnicity - unk. Race - unk. PMA/510k - this product is not marketed in the u.s. (B)(4). Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.7mm vticmo13.7, -09.50/2.0/125 (sphere/cylinder/axis), implantable collamer lens into the patient's right eye (od) on (B)(6) 2021. The lens was replaced with a shorter length lens due to excessive vault on (B)(6) 2022. This resolved the problem. Cause of the event is reported as unknown.